Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the valve is sticking. As stated on the repair statement additional malfunction: alarm will not function.